Manufacturer narrative:
Calcification was severe to moderate. The lesion was pre-dilated. However, for the calcification, rota was not performed, but only cutting was used for treatment. The distal part of the stent was deployed at 14 atm for 10 sec. The mid part of the stent was deployed at 16 atm for ten sec. The lesion was post-dilated. It was reported that insufficient expansion was observed at the distal part of the stent. Chest pain with ECG change was observed, and the emergency coronary angiography (cag) was performed. Pci was performed for left anterior descending artery (lad) and the subacute thrombosis (sat). After the guide wire (gw) was passed, high-pressure expansion was performed with a noncompliant coronary balloon, and the treatment was performed with poly chlorinated biphenyl (pcb). The patient was on dapt when the thrombotic event occurred. However the physician suspected that dapt was interrupted. It is considered by the physician that the treatment only with cutting for the calcification during the stent implantation, expansion on intravascular ultrasound (ivus) and the treatment before stent implantation was insufficient. Relevant history: ht,hl,pad,ci. Primary disease of old myocardial infarction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure a resolute onyx rx coronary drug eluting stent was used to treat a non-tortuous lesion located in the left anterior descending artery (lad) exhibiting a 100% chronic total occlusion. The device was inspected with no issues noted. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that on the fifth day post implantation of the resolute onyx stent that a subacute thrombosis (sat) occurred and was treated by intra-aortic balloon pumping (iabp). The patient was reported to be alive with no further injury.